Event description:
Reportedly, during a case, black liquid leaked onto the operating site / pt. The surgeon had to irrigate the ear and continue the procedure with another drill.

Manufacturer narrative:
The device has not been returned for evaluation. The serial # is unk at this point. Three attempts have been made to obtain more info. This event occurred subsequent to the primary event at the same user facility, reported on 1037007-2009-00001.